Manufacturer narrative:
Event site name. Ankara sehir hastanesi. Event site address. Universiteliler mah bilkent cad no. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during inspection the cs100 intra-aortic balloon pump (iabp) malfunctioned. Battery maintenance message has been reported. No harm reported.